Event description:
The following information was reported: the device did not deploy. When the deployer shuttled down, the sealant did not deploy. No white tube was exposed. Both were stuck in device. Manual compression was applied for 20 minutes. Stick location: right groin. Procedure: coronary.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1412504) indicated that the device lot met all establishing performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.